Manufacturer narrative:
This MDR was reported in error. It was determined that this event was not reportable, closing report. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High thresholds were reported on this lead and the lv lead. Device battery was depleted after 3 1/2 years and required change out due to high thresholds. Physician chose not to change out leads. No adverse patient events were reported. Should additional information become available, this file will be updated. Lead remains implanted.